Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an lead replacement procedure for an unspecified lead issue. During the procedure, when performing left bundle branch area pacing (lbbap) lead placement, it was noted that the lead helix was unable to be retracted. The lbbap lead was explanted and replaced on (B)(6) 2025. The patient was stable.